Event description:
The hosp reported that during multiple coronary artery bypass procedures over the last few weeks, four brand new ua-5001 drives jammed after opening the pt's chest. The staff had a hard time removing the devices from the chest with their hands. Replacement devices were used to complete the procedures. No pt complications were reported by the hosp. Since it is unk when the cases occurred or how many failed in each case, all four drives will be tracked in this one case. This report is for the second device.

Manufacturer narrative:
Investigation details: maquet received the product on 09/10/2008. The visual inspection showed that there were scratches and discoloration on the drive. The product is under investigation by maquet qe. A supplemental report will be submitted when the investigation has been completed. (B)(4).